Event description:
It was reported that the pump alarmed "cassette not attached properly" without the set being inserted. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Manufacturer narrative:
Additional information received on 12-jul-2022 via email and attached to complaint object: the problem occurred during preventative maintenance. No patient involvement was reported.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the tamper seal intact. There was evidence of the error found in the event history log. The customer reported problem was not duplicated, however it was verified to have happened with other multiple problems. The root cause of the reported problem was unknown. For preventative measure it was recommended that the downstream occlusion, latch/lock flex and an inoperable defective latch / lock general be replaced. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: h4: mfg. Date. 29-jul-2016; d4: model number: 2120.